Event description:
It was reported that a wearable failure occurred. The patient reported having issues with three wearables (inaccuracy and sensor failure). This report is to document the issue with the second wearable. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the cgm showed urgent low then failed. A blood glucose fingerstick was not checked. The same day, the patient felt delusional and passed out. The patient's fiancé called the ambulance. At the hospital, a bg reading was above 800 mg/dl. He was given the treatment of saline fluid, insulin and vitamin d through IV. While inpatient the patient had a problem with the third wearable. Patient stayed at the hospital from the second week of (B)(6) 2025 and was discharged on (B)(6) 2025. At the time of the report, the patient was doing okay. Performance data was reviewed. The allegation was not confirmed via data on (B)(6) 2025. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation on (B)(6) 2025. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0207 delirium. Related records: (B)(4) (wearable failure, not reportable). (B)(4) (inaccuracy, not reportable).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was further evaluated. On (B)(6) 2025, the highest egv (362 mg/dl) did not reach the high alert threshold (400 mg/dl). Confirmation of the allegation and probable cause could not be determined.